Event description:
It was reported that the patient received an audible alert, and clinic evaluation revealed right ventricular (rv) lead noise and post-sensed t-wave oversensing, which resulted in the inhibition of therapy. The patient was brought to the clinic, and programming changes were made. The patient was stable throughout the event.